Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that loss of sensing and capture was observed on atrial lead during follow-up in clinic. Atrial lead was noted to be dislodged. Device was reprogrammed and the patient was scheduled for lead revision. Lead was explanted and replaced. Patient was stable.